Event description:
After 83.5 hrs of balloon pumping the console alarmed helium loss. Blood was noted in the extracorporal tubing indicative of a leak. The catheter was removed and another inserted. No adverse events occurred with the second catheter.